Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the stoma site has been red and patient was treated with a course of oral antibiotics on (B)(6) 2020 with improvement. It was reported that the nurse noticed the external retention plate was 20 cm away from the skin, increasing the likelihood of that tube moving ventrally in and out of the stomach to such an extent that it would bring microbes into the wound site.